Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the footrest energy pedal. Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the procedure date of (B)(6)2022 on system sh1939. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the surgeon converted to another surgeon side console (ssc) after the start of the procedure due to a reoccurring error message with the initial ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a change in the procedure.

Event description:
It was reported that since the start of a da vinci-assisted nephrectomy surgical procedure, using a dual surgeon console (ssc) setup, the system displayed a message stating that the foot sensor was blocked. As a result, the surgeon decided to use the other ssc to perform the surgery. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed an error 31073 pointing to the left foot sensor being blocked. The caller confirmed that both leds were red and there was nothing blocking the sensor. As instructed, the caller moved the foot pedal in/out, however, the message did not clear. Since surgery was ongoing, tse requested the caller to power cycle the system after the surgery and call back. The caller power cycled the system after surgery and the error cleared. The caller also confirmed there was no dirt or damage to the sensor lenses and leds, however, did mention that there was a difference in position between the leds when comparing the two sscs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the footrest energy pedal associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint, however, the error/fault was confirmed via error logs/system logs. In house fa reviewed the remote fe and found several errors 31073 with p1 value 1 which means that the foot tray's position sensors have not been seen as unblocked, left foot sensor status its blocked. When the footrest was installed and tested on a printed circuit assembly (pca) system, there were no issues observed. Fa tested with the pedals to instrument swap and monopolar and bipolar and all worked properly. All buttons on the foot switch worked normally and the unit performed 10 power cycles without any issues. The camera pedal was making loud noise when pressed on and the left foot sensor was dirty on the surface.

Event description:
Refer to h10/h11 for follow-up information.